Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the mildly tortuous, moderately calcified, 95% stenosed lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during advancement/retraction likely caused the reported difficult to remove, ultimately causing the shaft to separate. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5x23mm and 3.0x18mm rx vision devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly tortuous and moderately calcified lesion in the proximal left anterior descending artery. Following pre-dilatation, a 3.5x23mm rx vision stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. Resistance removing the sds was felt. A second 3.5x23mm rx vision sds was advanced and the stent was deployed without issues. Upon removal, the sds became frozen on the allstar guide wire and the proximal shaft separated. After the separation, the sds could be removed. A 3.0x18mm rx vision sds was being advanced; however, resistance advancing the sds over the guide wire outside of the patient anatomy was felt. The decision was made not to use it and during removal, resistance was also met with the guide wire. The procedure was successfully completed with a new 3.0x18mm rx vision stent and the same allstar guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.